Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's implantable cardioverter defibrillator was found to have exhibited inappropriate shock and incorrect interpretation of atrial fibrillation with rapid ventricular rate. No intervention was performed. The patient was stable throughout.